Manufacturer narrative:
Correction: h6 missing infection, urinary tract code on initial report.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the adverse event of peritonitis, uti and hospitalization. However, there is no documentation of a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. It was reported that the patient was not following instructions for her pd set-up and disconnect which resulted in a breach in aseptic technique. That report is supported by the culture result of enterococcus, a normal inhabitant of the gastrointestinal tract. Enterococcal peritonitis is known to result from touch contamination. The uti is unrelated to pd therapy or use of the liberty select cycler as the bacterial source originates in the bowel or vagina with migration through the urinary tract. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis and uti with hospitalization.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis due to not washing hands every time and sanitizing as needed; the patient contact stated the patient was informed at the hospital of "skipped steps" in sanitizing prior to treatment. The patient contact stated that the patient was retaining fluid around the lungs and heart and spent 2 days in the hospital. The patient was released and is at home with antibiotics and also doing manual solutions as well as cycler. The patient was not on the cycler so the alarm did not sound. The patient had completed treatment and was taken to the hospital several hours after treatment. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient presented to the emergency room (ER) on (B)(6) 2020 with shortness of breath and confusion. The patient was admitted to the hospital. After being admitted, it was noted that the patient¿s pd effluent was cloudy, and a pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency and duration unknown). It was also identified that the patient had a urinary tract infection (uti) which was the suspected cause of the confusion upon admission. The patient¿s pd effluent culture resulted positive for enterococcus (species unknown). The ceftazidime was discontinued, and the vancomycin is expected to be completed by (B)(6) 2020. The patient was discharged to home on (B)(6) 2020 and continues to complete pd therapy on the liberty select cycler. The cause of the peritonitis has been attributed to the patient not being able to follow proper set-up and disconnect instructions without causing a breach in aseptic technique. The patient is forgetful which contributes to the problem of completing pd therapy properly. The patient was brought into the pd clinic last week for three days of reteaching. The patient¿s pd nurse stated there was no documentation in the patient¿s hospital record or discharge summary referring to fluid around the heart and lungs. There also was no documentation of a chest x-ray.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.